Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that (B)(6) was calling in to troubleshoot lift, reported battery randomly shorts out and won't power lift. When questioned further, (B)(6) mentioned an incident that occurred back in "february" where she was trying to fold lift over for storage when the black round pull knob broke in her hand while she was trying to pull it up and over the legs, her finger got badly pinched under one of the wheels and the lift fell over damaging one of her chairs. Complaint #(B)(4) was entered into our system.